Event description:
The patient was reportedly implanted with the prolift+m total pelvic floor repair system manufactured by ethicon on (B)(6) 2009. The surgery was noted as taking place at the (B)(6) and performed by dr. (B)(6). On (B)(6) 2010, the patient was reported implanted with a surgisis biodesign tissue graft at (B)(6) healthcare in (B)(6) by dr. (B)(6). During this procedure, on (B)(6) 2010, portions of the previously implanted prolift+m total pelvic floor repair system which had eroded, or fallen from the original implant location, were revolved from the patient. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injuries, and has undergone corrective surgery. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type/ to what extent intervention was performed, specific correlation between device performance and alleged injury, current patient status.

Manufacturer narrative:
Conclusion - likely caused by another device not manufactured at cook biotech incorporated.